Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed for a button error due to corroded keypad traces. No moisture damage was noted on the electronics. The insulin pump was received with minor scratches on the display window, a broken reservoir tube lip, a missing end cap sticker and a peeling address and serial number label.

Event description:
Customer reported a button error on her insulin pump. She also stated the black ring around the reservoir compartment has been missing for the last two weeks. Customer has to hold the reservoir in place with tape. Customer's blood glucose is 257 mg/dl. She said she is in the process of moving ad has been sweating a lot. The damage to the reservoir compartment is due to wear and tear. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.